Manufacturer narrative:
(B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they were having back and knee issues so they wanted to do an MRI. These issues were unrelated to the device and they had already done a CT scan of their back. When the MRI started on (B)(6) 2016, "it made noise" and "it shocked" the patient. It was stated that it felt "like a toothache" in their butt. A metallic taste in the mouth was also noted. The MRI facility reportedly told the patient to go home and reprogram herself. The patient inquired about "leaking" and if it would "continue damaging." No further information was provided. Further follow up could not be conducted due to the patient not having a physician at the time. A follow up report will be sent if additional information is received.